Event description:
On (B)(6) 2013, the reporter animas and alleged the patient had low bg of 29 mg/dl yesterday afternoon. The child's father said the mother and grandmother were with the child yesterday and were going to bolus her for lunch and the meter gave an alarm just as they were bolusing for the carbohydrates. Caregivers thought the bolus did not go through so they bolused again for the same amount of carbohydrates. The child ate then went down for a nap. They noticed that she was sluggish when she got up and her blood glucose (bg) was 26 mg/dl, which they treated with juice until she was back up to 96 mg/dl, then 176mg/dl then 238mg/dl. He said they did not call 911, the health care provider or go the hospital. The father was concerned about the alarm and sequence of events and questioned if it was an error of the meter. On (B)(6) reports it looks like there was a low cartridge alarm at 11:56am. The reports also show that there were two boluses given for 33grams each and a bolus for each. They had also just given a correction bolus for the bg of 323 mg/dl prior to the child eating. Told the father will have customer support (cts) follow up with them to make sure the meter and pump are working properly and he said that would be good. The father had a good understanding of what happened and why. Dad reports the pump gave low cartridge warning, reports meter remote showed notification no communication pump is busy. Explained reviewing bolus history prior to redelivering the bolus, explained notification pump is busy. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia due to use error: the caregivers assumed the alarm indicated a bolus had not been delivered, and then re-delivering the bolus, which resulted in hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: no meter was returned with the pump for investigation. The black box data began on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The pump was paired with test meter successfully. A bolus was successfully delivered form the test meter to the pump with no errors. No errors, alarms or warnings related to the complaint were observed in the available black box data. The pump passed radio-frequency testing. Available total daily dose totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.